Event description:
It was reported that during a low anterior resection procedure, the doctor fired the device once to transect the mid rectum, around 10 cm. There were two more firings of the device with reloads. The staple line had a bleeder and there was a malformed staple visibly protruding from the staple line. The doctor oversewed the area and also made sure this was transected when using the circular device. The donuts and leak test were fine. The doctor advised it could have been due to cross stapling with the device, but they wanted the device checked out just in case. The pt had no chemo/radiotherapy before the resection. The procedure was extended by 15 mins. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.